Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead trigged a lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counter (sic). The lead had a possible fracture and delivered inappropriate shocks due to noise oversensing. The lead exhibited non-capture and undefined high pacing impedance. Initially, ventricular fibrillation/ventricular tachycardia detections were programmed off and subsequently the lead was capped and replaced. No further patient complications have been reported as a result of this event.